Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, far field r-wave over sensing was observed on the atrial lead. The patient did not receive therapy. The over sensing was noted on a stored egm. Programming changes were discussed. No further information is available at this time.